Event description:
Patient presented to hospital with complaints of pain on inspiration. An x-ray revealed that the lead seem to be in the same position. However it was noted that the tip of the lead appeared to be slightly bent. A micro-perforation was suspected. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A lead tip stiffness test was performed and was found to be within specification. The damage found was sustained during the surgical procedure.